Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received via social media that the patients implanted stimulator had formed a bloody fluid sack and was just floating. The patient underwent an explant procedure. No further information could be obtained.